Manufacturer narrative:
Device not accessible for testing/: at this time, the customer has not requested for getinge to evaluate the cs300 intra-aortic balloon pump (iabp) unit involved in this event. A getinge stm has conversed with the customer and was advised that the customer would switch the pump and send the current pump to biomed. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter in is: (B)(6).

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit displayed a low vacuum alarm during use. It was then reported that the pump was working fine since the alarm and that the patient was stable. The customer was advised to switch pumps and send that pump to the biomed department. The customer indicated they would do it after the call and that no further assistance was needed. No patient harm, serious injury or adverse event was reported.

Event description:
N/a